Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves and also undersensing r-waves with low amplitude measurements. The lead was attempted to be repositioned, however during the reposition procedure, the helix of the lead would not extend after it was retracted. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.